Manufacturer narrative:
The insulin pump had no button response and button error alarms due to corroded keypad traces. No ramping numbers, scroll bar moving with no input and no numbers going crazy or repeating themselves noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 157 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.